Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of displayed as "high" and a moderate level of ketones. A specific bg value was not provided. Cause was unknown. In an attempt to treat their bg prior to hospitalization the customer changed supplies and exercised. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 1 day later, (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Correction to d4: added primary UDI number.